Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, the force bipolar forceps instrument was observed to have a broken conductor wire (black). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated the instrument was inspected prior to use. Fraying of the conductor wire was observed. The preparation for pre-anesthesia prior to starting the procedure is when the issue was observed. They noticed a loose cable, there was no loss of cautery observed as the instrument was not used. There was no thermal damage at the site of the breakage, there was no instrument collision, nothing fell inside the patient, and there was no fragmentation. Isi received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the idler pulley.

Event description:
Refer to h11 for follow-up information.